Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the pacemaker exhibited back-up vvi mode. Downloading the device was unsuccessful, as the device was around elective replacement indicator (eri). The device was explanted and replaced. No further information could be obtained.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to normal battery depletion. The device exceeded the projected longevity and was considered normal.